Manufacturer narrative:
Updated fields: b3, b4, b5, d9 (device available for eval?), e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11 corrected fields: e3, e1 (initial reporter, event site address, h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and stated that both regulators were found to be faulty. Both regulators (0103-00-0351) were replaced and the fse performed test. All functional and safety checks in accordance with the manufacturer¿s specifications.

Event description:
It was reported that during routine check by the customer the cardiosave intra aortic balloon pump (iabp) observed that the pressure was incorrectly set. It was not possible to adjust the pressure to 395 mmhg. The pressure readings were unstable. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e.1.: event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) had an issue related to the regulator. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : h6 ( investigation findings ).